Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient born on (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis. A pericardial effusion was noticed towards the end of the procedure. The pericardial effusion was discovered by intracardiac echocardiography (ice) and confirmed with transthoracic echo. The medical intervention provided was a pericardiocentesis and 200cc of fluid was removed. The patient was reported to be in stable condition. Additional information was received, and it was reported that the adverse event was discovered after a biosense webster inc. (Bwi) duo-decapolar catheter was inserted but before the stsf and pentaray were inserted. The physician¿s opinion on the cause of this adverse event was that it was procedure related. He believes that it happened when going transseptal with a baylis® transseptal needle. The patient fully recovered with no residual effect and did not require extended hospitalization. Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. Irrigated catheter was used in the event and the flow settings were: standard sf auto flow. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on the bwi equipment during the procedure. Force visualization features used were: graph, dashboard, vector & visitag with surpoint settings at 350 posterior 400-450 posterior. No additional filter was used with the visitag and tag index was used for color option.